Manufacturer narrative:
Na.

Event description:
The customer stated that the blood for the accuchek inform ii meter (serial number (B)(4)) glucose results were from a fingertip. The blood glucose results were approximately 400 mg/dl, approximately 200 mg/dl and 177 mg/dl. It was stated that all of the tests were done immediately after the previous result was generated. The glucose of 177 mg/dl was the one reported out. Right before the tests on the accuchek inform ii blood was drawn from a vein and that result from the c501 analyzer (serial number unknown) was reported to be 149 mg/dl. There was no adverse event. The suspect product was requested to be returned and the replacement product was sent.

Manufacturer narrative:
The customer has not returned any product at this time. There is no information that was provided in the complaint case that would point to a cause for the resulting discrepancy. There are no further statements able to be made because the product is not available for additional investigation.